Manufacturer narrative:
On (B)(6) 2021, mentor conducted a visual inspection and leak testing, microscopic examination, and thickness measurement of the returned device. During the visual analysis of the returned sample, sm hps dv 380cc no apparent damage or visual anomalies were observed. Leak testing was performed, according to mentor procedure, and it identified a tear at the patch. Microscopic examination was performed and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with a mentor smooth round high profile 380cc and suffered from a deflation on the right side. As a result, the patient had undergone removal and replacement with a mentor smooth round high profile 380cc on (B)(6) 2021.

Manufacturer narrative:
The device was reevaluated, and this investigation was completed on 14-oct-2021. Mentor conducted a visual inspection and leak testing, microscopic examination, and thickness measurement of the returned device. During visual analysis of the returned sample, no apparent damage or visual anomalies were observed. Leak testing was performed according to the mentor procedure, and it identified leaks at the patch on the laser marking area. A microscopic examination was performed and laser marks were confirmed at the mentor logo. A thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through the mentor¿s quality system. Complaint monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer's reference number: (B)(4).